Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient passed away. On (B)(6), an unverified reporter stated that the patient was in the hospital and was in diabetic coma, and that this was due to a dexcom malfunction. The malfunction was not specified, but the patient would not have had any readings. The reporter stated that on approximately (B)(6), the patient was taken to the hospital due to an exceeding high blood glucose of over 650 mg/dl. The patient could not monitor their cgm readings at that time as the dexcom device was malfunctioning. Prior to going to the hospital, the patient called the reporter saying that the dexcom showed ¿weird readings¿ and that she was feeling unwell. The cgm reading was would have been low at 32 and 31 mg/dl (as reported by the reporter, it is noted that the cgm device cannot read lower than 40 mg/dl), and would go up to 400 mg/dl, and would have no readings for a while. The reporter advised the patient to get a new sensor. About an hour and a half later when he got home, the patient was enroute to the hospital via ambulance. The reporter was unsure who contacted the ambulance. An unknown time after the patient was in the hospital, the patient went into a coma. The reporter declined to provide further information regarding the symptoms, treatment, medication, or any other information related to the hospitalization. On (B)(6), the reporter called and stated that the patient had passed away. The reporter did not provide the date of death, and declined to provide any further information, and stated that they did not want to be contacted anymore regarding the complaint. No product was provided for investigation. Data in dexcom cloud was requested but is pending investigation at this time. A follow up report will be filed with data investigation results. The allegation and the probable cause cannot be determined. No additional patient or event information is available.